Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the issue occurred, during the planned treatment. The procedure was aborted. The philips field service engineer (fse) inspected the system onsite and reviewed the log files, which showed that the geo pc was not starting due to a network dropout. Upon troubleshooting actions, the fse identified that the system eventually started correctly but proactively replaced the geo pc and reinstalled the software. The cause of the geo pc failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's geometry computer was unable to boot, preventing geometry movements. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.